Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with the post-op complication of capsular contracture. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represents device #2 for the ae of capsular contracture. An additional MDR was submitted to represent the device #1 for the ae of capsular contracture. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral revision augmentation; capsular contracture, using an imf incision. 2 pieces of galaflex were used (device #1). Concomitant procedure was capsulectomy of right breast. On (B)(6) 2016, left breast capsular contracture was reported. On (B)(6) 2016, patient had additional surgery: left breast implant exchange, left capsulectomy and a new piece of galaflex (device #2) was placed in left breast. Ae end date for device #1 is (B)(6) 2016. Review by medical affairs identifies the reported capsular contracture as likely related to the device and serious. On (B)(6) 2017, left breast capsular contracture was reported (device #2). Patient treated with medication (singulair). No end date was given, and patient had not scheduled a revision surgery at last documented follow up visit. Review by medical affairs identifies the reported capsular contracture as likely related to the device and serious..